Event description:
Clavicle pin assembly broke during insertion on hand-powered chuck and t-handle. Surgeon elected to leave broken device in patient, as he was able to achieve compression of fracture (left side).

Manufacturer narrative:
Examination was not possible, as the product was not returned. The surgical technique state tapping reduces the torque required to insert the pin and reduces the possibility of pin failure. Should the tap be a tight fit, consider re-drilling with the next larger drill size. Again, hand tapping is highly recommended, especially for more slight patient anatomies and smaller diameter-sized clavicle pins. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identity any product contribution to the reported event. Based on the investigation , the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.